Event description:
It was reported that the patient experienced unspecified issues with his artificial urinary sphincter (aus). A surgical procedure was performed in which the previous cuff and balloon were replaced due to unknown reason. A control pump was opened but not used. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The pump and balloon were replaced due to the system was not working. The specific issue was not provided. The patient is recovering and it is expected to do well. It was further reported that the opened but not used pump was opened but not needed.